Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break. Block h11: the stretch vl ureteral stent has been returned. During the visual and magnification analysis, it was observed that the stent shaft was detached. Additionally, the suture was not returned, and positioner was returned in good conditions. The reported event of stent shaft break was confirmed. It is possible to conclude that this problem could be caused by operational factors, the retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangle in the shaft and is removed using excess force, the stent can get detached during the preparation affecting the performance of the device. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported that, during a lithotripsy procedure using a stretch vl ureteral stent, it was noticed during unpacking that the stent was broken into two pieces along the shaft. Another of the same stent was used to successfully complete the procedure. No patient complications were reported. The condition of the patient at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that, during a lithotripsy procedure using a stretch vl ureteral stent, it was noticed during unpacking that the stent was broken into two pieces along the shaft. Another of the same stent was used to successfully complete the procedure. No patient complications were reported. The condition of the patient at the conclusion of the procedure was reported to be stable.